Manufacturer narrative:
H3 - dimensional inspection of returned head component found device to meet specification requirements. Review of production batch records found lot to have met specification requirements. No additional investigation is planned.

Event description:
Femoral hip head dislocated from bipolar liner during a closed reduction procedure on 9/16/96. The subject femoral hip head was removed on 9/20/96 along with the bipolar shell, 85-8247 MDR report #1219655-1996-0025 and the bipolar liner, 95-8263 MDR report #1219655-1996-0024.